Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the angio-seal device was used to seal the right femoral puncture site with a 6fr sheath. After using the device, the operator found minor bleeding from the puncture site. Manual compression was applied. A hematoma and ecchymosis was present. The patient was reported to be in stable condition. The operation was finished successfully.